Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch report mw5081652) that a patient of unknown age who underwent an unspecified procedure with mentor memorygel breast implants 550cc experienced black out episodes, developed multiple sinus conditions, heart palpitations, asthma related problems, hashimotos, fibromyalgia, vision problems, ocular nerve disk degeneration of spine, scleroderma, rectal prolapse, gastro problems, food and environmental allergies, rheumatoid arthritis, epstein barr virus, severe depression, stuttering and brain fog. No product issue, such as rupture, was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the second of two devices.

Manufacturer narrative:
On 3/19/2019, a manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2019 provided the initial reporter (section e) and patient identifier. Manufacturer¿s reference number: (B)(4).